Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery was depleting quickly. The customer experienced an elevated blood glucose (bg) level of 523 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.